Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly, the device operated as specified.

Event description:
Reportedly, during a reintervention for an atrial lead issue, the associated ICD was replaced to reduced risk of pocket infection due to re-implantation of the same device. During reconnection of the (rv)is-1 lead to the subject new ICD, only one click sound was heard when screwing the lead tip. The device was not implanted and will be returned for analysis. Another ICD was implanted.

Event description:
Reportedly, during a reintervention for an atrial lead issue, the associated ICD was replaced to reduced risk of pocket infection due to re-implantation of the same device. During reconnection of the (rv)is-1 lead to the subject new ICD, only one click sound was heard when screwing the lead tip. The device was not implanted and will be returned for analysis. Another ICD was implanted.

Event description:
Reportedly, during a reintervention for an atrial lead issue, the associated ICD was replaced to reduced risk of pocket infection due to re-implantation of the same device. During reconnection of the (rv)is-1 lead to the subject new ICD, only one click sound was heard when screwing the lead tip. The device was not implanted and will be returned for analysis. Another ICD was implanted.